Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the chair will stop while she was using it with no error codes.